Event description:
Paramedics attempted to administer device defibrillator therapy to the pt. Reportedly, the device would not deliver defibrillator energy to the pt through standard paddles, three times in succession. The crew continued the attempt while using a therapy cable and quik-combo pacing/defibrillation/ECG electrodes. The alleged discrepancy was said to recur with the next four defibrillator discharges. The pt was not resuscitated.